Event description:
The customer reported the device was intermittently locking out of clinical use due to an autotest failure (error 1:9). A "service" appears as error message. No patient involvement was reported.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.